Event description:
It was reported that the device failed the accuracy test. There was unknown patient involvement.

Manufacturer narrative:
E1: phone ex 1278. One device was received for evaluation. Visual and functional testing noted a worn out expulsor assembly. Replaced the expulsor assembly with two valves to resolve the report error. The device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.